Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was determined the site had a power surge the day prior to the day the issue was identified that had caused the fuses to blow. The fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) was not powering on and there was no line power light. The system was plugged into its normal outlet to charge. There was no patient present.